Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download did not show any issues. Receiver functional test: passed all relevant testing. Drop test for intermittency lcd display: passed. Case opened for interior inspection: passed. The customer's complaint was not confirmed for no receiver screen display frozen due to receiver passed testing. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.